Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for failure to advance or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that this procedure was to treat a lesion located in the 90% stenosed proximal right coronary artery. After predilatation was performed, the 3.5x23 mm xience prime stent delivery system (sds) was advanced; however, was unable to cross the lesion. Resistance was also felt during retraction of the sds from the anatomy. Another new 3.0x23 mm size xience prime sds was advanced successfully and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.